Manufacturer narrative:
The implant remains in situ. Radiographic images were provided and confirm the event. The image shows that the inferior screw is beginning to back out from the plate. A review of the device history records could not be performed because the identifying lot number was not provided. Based on information provided, the root cause could not be determined. Alphatec spine is submitting this report to comply with the FDA regulations 21 cfr 803. Alphatec spine has made reasonable efforts to provide as much information as available. Any field left blank was not known at the time of this submission. If additional information is provided, a supplemental report will be submitted.

Event description:
The patient underwent acdfspinal procedure at the c6-7 level in (B)(6) 2024. Around 12-months postoperatively, radiograph imaging revealed a screw back out.